Event description:
A malfunction was reported by the customer, with the malfunction code noted as malf 16. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump was under warranty and arranged for a replacement pump. The customer was instructed to use multiple daily injections as a backup insulin delivery method and to place the malfunctioning pump into storage mode before returning it. The customer acknowledged and understood the instructions.